Manufacturer narrative:
The customer reported that their bedside monitor (bsm) alarm was configured to alarm at 88, but didn't alarm until 80. No harm or injury was reported. Attempt #1 on 09/16/2021: emailed customer via microsoft outlook for all items under the no information section. An "unknown" reply was received.

Event description:
The customer reported that their bedside monitor (bsm) alarm was configured to alarm at 88, but didn't alarm until 80. No harm or injury was reported.